Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Customer reset the pump with assistance from technical support, and the malfunction did not recur. Customer was advised to continue using the pump and to contact support if the issue reappears.